Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician "could not get good sensing" with the right ventricular (rv) lead. The lead was removed and an alternate lead was utilized without issue. No patient complications have been reported as a result of this event.